Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. The external visual inspection revealed the electrode was severed near the fantail region and tool marks were observed on both top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing pain and overly loud sound with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve.

Manufacturer narrative:
Revision surgery is scheduled.